Event description:
It was reported that the customer received a failed transmitter error. Additionally, an invalid transmitter ID alert occurred. The transmitter had been in use less than 3 months. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.